Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins battery has been dead for over 1 year. The patient called back responding to the follow-up letter they received. They reported the cause of the ins being dead for over a year was that they were in a car accident in (B)(6) of 2020, and the external equipment was lost in the accident so they have not been able to charge. They also mentioned they think the implant was knocked loose in the accident. To resolve the issue, the were requesting replacement equipment so they can charge and access MRI mode. The car accident was reported to resolve their pinched sciatica nerve pain issue and they no longer really need the therapy. The issue has not been resolved. Once the patient has replacement external equipment they will try to resolve the issue.